Event description:
It was reported the customer was vomitting and hospitalized for high blood glucose. Customer received an a-35 alarm at time of call. No additional info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.